Event description:
Procedure type: kidney/adrenal gland. According to the reporter: while inflating the balloon using a syringe, it was noticed that the balloon was torn. A new instrument was used to complete the procedure. No pt injury was reported.